Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 670 mg/dl. The customer called tandom diabetes to address the bg level. No assistance was needed to address the bg level. Customer was unable to successfully load a new cartridge and resume insulin therapy as the cartridge alarm kept recurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Cts sent a replacement pump.